Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 497 mg/dl and 153 mg/dl on the accu-chek mobile system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The returned test cassette was empty; testing was not possible. Retention data provided. The event occurred in (B) (6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 497 mg/dl and 153 mg/dl on the accu-chek mobile system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The returned test cassette was empty; testing was not possible. Retention data provided. The event occurred in (B) (6).